Event description:
Surgeon using an o autosuture polysorb suture with endostitch holder. Needle broke off while using device. One half of needle was retrieved, the other half remains in pt. Retrieval attempted, but unsuccessful.